Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right atrial (ra) lead was experiencing noise prior to the procedure. The ra lead was explanted and replaced with an alternate ra lead. The patient's condition was stable.

Manufacturer narrative:
Correction: section b5 ¿ should have said "it was reported that the patient's right atrial (ra) lead was experiencing myopotentials oversensing prior to the procedure." Rather than "it was reported that the patient's right atrial (ra) lead was experiencing noise prior to the procedure."

Event description:
It was reported that the patient's right atrial (ra) lead was experiencing myopotentials oversensing prior to the procedure. The ra lead was explanted and replaced with an alternate ra lead. The patient's condition was stable.

Event description:
It was reported that the patient's right atrial (ra) lead was experiencing myopotentials over-sensing of noise prior to the procedure. The ra lead was explanted and replaced with an alternate ra lead. The patient's condition was stable.

Manufacturer narrative:
Correction: section b5 ¿ should have said "it was reported that the patient's right atrial (ra) lead was experiencing myopotentials over-sensing of noise prior to the procedure." Rather than "it was reported that the patient's right atrial (ra) lead was experiencing myopotentials oversensing prior to the procedure."